Manufacturer narrative:
Device was used for treatment, not diagnosis. The customers complaint that the small battery drive makes grinding noise was confirmed. The device was evaluated and the complaint was substantiated. It was also noted that the upper trigger is sticky. Evidence suggests this due to mechanical device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was discovered during an additional evaluation that a small battery drive had a sticky upper trigger. Evidence suggests this is due to a mechanical component failure due to usage wear over time. No patient involvement. This is report 1 of 1 for .

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): power tool evaluation was completed on this device. The customer's complaint that the ((B)(4)) small battery drive makes grinding noise was confirmed. The device was evaluated and the complaint was substantiated. The ball bearings or motor assembly are most likely damaged from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.